Manufacturer narrative:
Patient information and initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated a continuous alarm sound. The respiratory ventilation stopped and the patient was switched to a resuscitation bag. Additionally, the patients peripheral capillary oxygen saturation (spo2) displayed on the pulse oximeter was in the 70% level. The device was not available for evaluation. It was informed that the third party service provider tokibo (tkb) performed the device evaluation and replaced a part. The specific part was not identified at this time. No product was returned to medtronic. Failure confirmation, root cause, or relationship to the event could not be determined since no product was returned for evaluation or made available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this ht70 ventilator generated a continuous alarm sound. The respiratory ventilation stopped and the patient was switched to a resuscitation bag. Additionally, the patients peripheral capillary oxygen saturation (spo2) displayed on the pulse oximeter was in the 70% level. There was no patient injury reported at the time of the event, but the information for patient intervention is unknown at this time.

Manufacturer narrative:
Section d9 was updated due to part return section h2 updated due to part return section h6 evaluation code method remove b17 and add b01 result remove c13 and add c19 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated a continuous alarm sound. The respiratory ventilation stopped and the patient was switched to a resuscitation bag. Additionally, the patients peripheral capillary oxygen saturation (spo2) displayed on the pulse oximeter was in the 70% level. The device was available for evaluation. It was informed that the third party service provider tokibo (tkb) performed the device evaluation. During inspection by third party service provider tkb a system error was recorded during restart. The continuous alarm sound condition and report of loss of ventilation was not reproduced. Tkb replaced the control board and single board computer (sbc) as a precaution. The unit passed all the required tests and calibrations as per manufacturer specifications at the time of service. One sbc and control board were returned for further analysis: the returned components were visually inspected and functionally tested with no malfunction or product deficiency observed. The likely cause of the issue could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional code added to section h6 evaluation code method. Update to section h6 evaluation code result remove - c20 and add c13 additional information received and h3: updated h3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated a continuous alarm sound. The respiratory ventilation stopped and the patient was switched to a resuscitation bag. Additionally, the patients peripheral capillary oxygen saturation (spo2) displayed on the pulse oximeter was in the 70% level. The device was not available for evaluation. It was informed that the third party service provider tokibo (tkb) performed the device evaluation. The continuous alarm sound condition was not reproduced but a system error was recorded at restart. Tkb replaced the control board and single board computer (sbc) board as a precaution. Failure confirmation, root cause, or relationship to the event could not be determined since no product was returned for evaluation or made available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.